Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported inflation and deflation difficulties were confirmed. The reported resistance with the anatomy during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported inflation and deflation difficulties; however the reported resistance with the anatomy during removal appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc trek, coronary dilatation catheters, global, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The IFU warnings section also specifies: if resistance is felt, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the narrow, non-calcified, 80% stenosed, distal to proximal left main artery. The 3.5 x 12 mm nc trek balloon was prepped inside the anatomy. After successfully implanting a stent, post-dilatation was being performed with the 3.5 x 12 mm nc trek balloon; however, the balloon would not fully inflate to 20 atmospheres. The balloon would not deflate for removal and could not be retracted causing no blood flow to the distal left anterior descending artery; however, the patient experienced no adverse patient effects. After removal of all devices including guiding catheter, guide wire and balloon catheter, using force, timi iii flow resumed. Although it was reported that there was a delay in the procedure it was not clinically significant for the patient. No additional information was provided.